Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Ureterorenoscopy- "distal end of the sheath broke off and was found in the renal calix. The piece which was broken off, had to be retrieved with a stone retrieval basket." Distales ende der schleuse ist abgebrochen und lag im nierenkelch. (Clean break). Type of intervention - "the piece which was broken off, had to be retrieved with a stone retrieval basket." Patient status - ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted that the tip of the sheath was detached; the tip was not returned for evaluation. Engineering was able to visually confirm the event described as the distal end of the sheath was broken. Although the root cause of this incident could not be determined, this type of event could possibly occur if the tip is not properly formed and stress is placed on the device or if there is rough interaction with an instrument. As this is the first complaint of this type that we have received, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.